Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a perm procedure on (B)(6) 2020 the physician had a difficult time accessing the epidural space. The physician made multiple attempts but was unable to enter and the case was aborted.